Event description:
According to the available information the end of the catheter broke off in the patient. The balloon / end of the catheter was unable to be found and is believed to still be inside the bladder / urethra.

Manufacturer narrative:
No other complaints were found for the lot number.